Event description:
It was reported that prior to a procedure an intellanav stablepoint open-irrigated catheter was selected for use. When the catheter was being purged outside the patient the error message p05 check standby flow appeared on the pump at the start and the purge could not be performed. Manual irrigation of the catheter was attempted and the irrigation was noted to be strange. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned to boston scientific for laboratory analysis. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. A visual inspection revealed no visual defects. During a functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. During a leakage test, the device lumen was leak tested using an isaac hd leak tester, a pressure decay test system, and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without any problems. During a flow test the device was connected to a metriq pump and was purged at 60 ml per minute and all six irrigation ports flow freely. The pump was programmed to 30ml per minute and the device was irrigated for 5 minutes without any errors or pump message. Laboratory analysis was unable to confirm the reported clinical observation.

Event description:
It was reported that the catheter exhibited an irrigation problem with a pump error message. Prior to a procedure an intellanav stablepoint open-irrigated catheter was selected for use. When the catheter was being purged outside the patient the error message p05 check standby flow appeared on the pump at the start and the purge could not be performed. Manual irrigation of the catheter was attempted and the irrigation was noted to be strange. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.